Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient experienced pus coming out of the stoma site. On (B)(6) 2020 it was reported that the patient began on mupirocin on (B)(6) 2020 and oral septrin forte on (B)(6) 2020. On (B)(6) 2020, the nurse reported that the patient's peristomal area was without sign/symptoms of infection but purulent content was observed. The nurse stated that the culture of the stoma was negative and the presence of pus was discarded as it was more related to gastric content.